Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit from the preparing to prime loop on the insulin pump. The customer reported insulin drops escaped during fill tubing, but they were unable to exit from the loop. The customer's blood glucose was 168 mg/dl. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked case at the reservoir tube window corners.